Manufacturer narrative:
Result: cracked siderail panel.

Event description:
It was reported by service report that the siderails did not latch and there was a cracked siderail panel with exposed sharp edges. No adverse consequences have been reported.